Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2010. After the procedure, the patient developed a "bacterial inflammation" on the exit sites. After treatment with antibiotics, the patient was fine. The surgeon and the nurse opined that this infection was a hospital-acquired infection.

Manufacturer narrative:
(B) (4). (B) (4). Infection. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.